Manufacturer narrative:
One bipolar pacing catheter was returned for evaluation. No syringe was returned. Continuity testing confirmed an intermittent condition at the proximal electrode circuit when flexed at the tip. The distal electrode circuit was found to have no open or intermittent conditions. The balloon inflation hole appeared collapsed; however, the balloon inflated clear and concentric with 1.3cc air and remained inflated for 5minutes without leakage. No visible damage to the balloon, balloon windings, or catheter body was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of pacing difficulty was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.